Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. This is one of two submissions for the same patient event. The other is 1220246-2017-00211 ((B)(4)). The contribution of the device to the reported event could not be determined as the device was not returned for evaluation therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Device history record review revealed nothing relevant to this event. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted. Per customer device will not be returned.

Event description:
It was reported that during a meniscal repair procedure the surgeon was attempting to use a meniscal cinch, ar-4500, lot: 10085323 ((B)(4)). The first implant was inserted and successfully implanted but when the surgeon went to deploy the second implant, the implant was not loaded onto the needle and therefore did not deploy. The suture was cut flush and the first implant was left behind the meniscus. A second meniscal cinch of the same lot ((B)(4)) was opened and attempted. The surgeon inserted and implanted the first implant successfully and again, when he went to deploy the second implant, it was found to not be loaded on the needle and therefore could not be deployed. The suture was cut flush and the implant was left behind the meniscus. A third meniscal cinch, ar-4500, lot: 10124051 ((B)(4)) was opened and used and the surgeon was able to successfully deploy both implants however, as he tried to cinch the suture, he felt too much resistance. He used a knot pusher and still the knot would not slide and the suture broke. Both implants were left behind the meniscus. A fourth and final meniscal cinch, ar-4500, from the same lot as the third meniscal cinch, lot: 10124051 ((B)(4)) was opened and again, the surgeon was able to implant both implants successfully but when he went to cinch the suture, he felt resistance. A knot pusher was used to try and get the knot to slide but again the suture broke and the implants remained behind the meniscus. The case was completed with another manufacturer's device. No patient injury reported.